Event description:
The customer called reporting of intermittent false low sodium (na) and calcium (calc) and false high chloride (cl) results which were generated on a synchron cx5 delta clinical system for multiple patients. This report is for erroneous results generated for a patient on (B)(6) 2012. The customer stated that when the anion gap calculations flagged the results, samples were repeated on the instrument after recalibration and qc. The customer stated that erroneous results for the patient were reported out of the lab. An amended report was created and there was no change to patient treatment in connection with this event. The customer had provided instrument printout for the patient and the results were noted to be within assay precision claims. The customer initially stated that calcium (calc) results were erroneously low, but upon follow-up on (B)(4) 2012, the customer said to disregard that statement as the customer could not find any results to confirm it and the instrument printouts provided by the customer did not have calc results. Instrument printouts of a similar event which occurred on (B)(6) 2012 were also provided by the customer. Please see medwatch #2050012-2012-00745 for the report of the event which occurred on (B)(6) 2012. Beckman coulter field service engineer (fse) was dispatched and found that line # 14 from the electric injection cup (eic) to the flowcell was too long. The line was shortened and issue appeared to have been resolved.